Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation an attempt to get sister samples from customer was made and samples are not available for evaluation. However, a memo was attached on this complaint as evidence. The complaint of silicone sleeve stuck down on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The silicone of a tego® connector reportedly was bulging after disconnection and resulted in an embolism on a patient. The tego was connected for two days. The patient complained of pain when breathing, coughing, and shortness of breath. The technicians ended the session, disconnected the catheter lines, and stated that it was not damaged at that point. After salinization, it was noticed that the tego was broken and there was air in the venous line. The catheter was quickly clamped, replaced, and the line was aspirated with a 10 ml syringe. The patient left without complaints but returned complaining of shortness of breath, pain when breathing, and coughing. Oxygen was administered to the patient, who remained under observation for 30 minutes. His condition improved, and he was discharged under his mother's care.

Manufacturer narrative:
Attempts are being made for a device return. The complaint investigation is pending. Additional contact: (B)(6). Dialysis supervisor: (B)(6).